Event description:
It was reported that the patients battery was low, and this may be related to the patients increased seizures and depression. The patients implant card was later received, noting she underwent a battery replacement. The explanted device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Product analysis on the suspect device was completed. No other relevant information has been received to date.

Manufacturer narrative:
B2, corrected data: initial report inadvertently selected 'other serious' instead of 'required intervention'.

Event description:
The explanted device was later received into product analysis. Analysis of the device has not been completed to date. No other relevant information has been received to date.